Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2015, to report that his wife has stopped using her dexcom device per their doctors advise as she developed a skin allergy on (B)(6) 2015. The sensor was inserted at the patient's thigh on (B)(6) 2015. The patient is reported to be doing well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). There was no malfunction alleged against the device. The device was not returned for evaluation. The complaint cannot be confirmed. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). There is a low chance of this happening. A root cause cannot be determined.